Event description:
On (B)(6) 2012, the patient contacted animas to report she was hospitalized with a diagnosis of dka. The patient reported that on the morning of (B)(6) 2012 she woke up with a high blood glucose (bg) level. The patient reported her bg level would not register on her meter remote. The patient stated she did not feel well and tested positive for ketones. The patient reported she was taken to the hospital about 4pm that late afternoon and was admitted into the ICU. The patient informed customer support she was taken off the pump and put on an insulin drip. At the time of the call, the patient stated that earlier that day (on (B)(6) 2012) she was taken off the insulin drip and put back on the pump and her bg went back up to 485 mg/dl. At the time of the call, the patient denied any issues with site when site was removed at time she was admitted to the ICU. Prior to going back on pump, the patient informed customer support that a new site was inserted and she started a new bottle of insulin. The patient reviewed the pump's settings and confirmed they were all correct. The patient also confirmed her basal rates were also programmed correctly. There were no associated alarms in pump's history. The patient confirmed the bolus history was correct. It was noted that basal settings and basal tdd matched except on (B)(6) 2012 when the patient had suspended the pump and only received 49.5 units of her usual 58.2 units. After review of pump customer support informed the patient that the pump was delivering as programmed and was advised to continue working with hcp for better bg control. Although review of the pump did not find a malfunction of the device, this complaint is being reported because the patient received treatment for dka while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A review of the pump history revealed that the last basal delivery was on (B)(4) 2013 at 12:25pm; an unconfirmed warning was noted on (B)(4) 2013 for 2 hours and 30 minutes and the pump data was found to be overwritten due to continued patient use. There was no activity outside of normal patient use. During testing, the pump powered up with the appropriate vibratory and audible tone. The pump was found to successfully prime with no issues. The pump was exercised for 24 hours with no alarms noted. The force sensor was found to be within calibration. The pump was opened; no internal damage was found to the pump. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.